Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture on the left ventricular (lv) lead. It was also noted there may have been previous capture issues on the lv lead. The lead remains in use. No patient complications have been reported as a result of this event.